Event description:
A ptca procedure was performed on a pt that had chronic obstructive pulmonary disease and had been on long term steroids. Because of the disease process, the ostium of the artery was dilated and fragile and may have been sensitive from prolonged steroid treatment. Several guide catheters were inserted and eventually the medtronic guide catheter was used. The dissection was caused by the guide catheter and occurred when the stent was being advanced. There were no EKG changes. There was no interventional treatment of the dissection because the physician felt that the dissection was not clinically significant.